Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was having oversensing issues. The patient was scheduled for lead revision. When the pocket was opened, insulation damage was observed. Physician suspected that it may have occurred during last pack change in 2016. The lead was capped and replaced on (B)(6) 2017. The patient was stable.